Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device found that the device was severely damaged along its length. The inner, outer and midshaft were kinked at several locations. It was noted that the hypotube was broken at 304mm from the hub. The hypotube was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. A visual examination identified that the balloon folds were relaxed, which can occur after balloon protector cap removal. No damage was noted to the tip, balloon or blades of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that the device failed to cross the lesion. The target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the device was unable to cross the lesion due to resistance. The device was removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient status was good. However, device analysis revealed a broken hypotube.